Manufacturer narrative:
Follow-up #1 date of submission 09/11/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/23/2013 with the following findings: evaluation revealed there are multiple scratches on the display lens.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (damaged) issue. It was reported that the display was very scratched, and it was dimmer and harder to read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.